Manufacturer narrative:
It is unknown if the reporter is a health professional. Product has not been returned to 3m for analysis. 3m is unable to verify the leak and root cause without the sample. 3m will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) lot hx8986 leaked at the drip chamber. No patient or staff injury was alleged. No medical interventions were required.